Manufacturer narrative:
Pending evaluation.

Event description:
As reported, pilot tip broke off of pilot tip reamer during reaming of glenoid. Pilot tip was not removed from glenoid, surgeon deemed it a greater risk to dig through glenoid than just drill over with center cage and leave in. Device is not returning.

Manufacturer narrative:
Section h10: (h3) based on capa2017-12, the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature. (H7) recall (h9) if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number: z-2663-2017, z-2664-2017, z-2665-2017, z-2666-2017, z-2668-2017, z-2668-2017.